Event description:
It was reported that during a routine follow-up appointment, mode switch episodes were noted due to over-sensed right ventricular (rv) lead noise. The noise was not reproducible with provocative maneuvers, but noise was present when the patient performed deep inhalations. The physician elected to continue with normal follow-ups. At this time, the rv lead remains implanted and in-service. No adverse patient effects were reported.